Event description:
The customer reported high bgs. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin did not exit. It was indicated that the customer did not change the infusion set and reuse the same set to perform the rewind and prime. The customer stated that the device is showing incorrect values for units remaining after priming and the insulin did not exit.